Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure with the internal carotid-posterior communicating artery (icpc) aneurysm as the target lesion, a pre-deployment electrical check was performed and the green system ready light was observed to be illuminated, then the physician inserted the 4 mm x 8 cm galaxy g3 xsft (glx120408 / l13188) into the target lesion and attempted to connect the cable and the coil, however, the system ready light did not illuminate and the coil could not be detached. The coil was successfully removed from the patient. It was reported that all the connections appeared to fit properly without any force applied. The coil and the enpower control cable were replaced; the procedure was successfully completed. There was no report of any patient injury or complication; no procedural delay occurred as a result of the reported event. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4 mm x 8 cm galaxy g3 xsft coil was received contained in a pouch. Visual inspection was performed. The hub was inspected and was observed without any appearance of damage on it. The device positioning unit (dpu) was kinked. The coil introducer was unzipped but did not have any appearance of damage noted on it. The resheathing tool was broken in two. The marker band was found at 43 cm from the hub; this is within specification. The returned device underwent microscopic inspection. The v-notch was in normal condition. The resistance heating (rh) and the embolic coil were inspected through the inside of the introducer and were noted to be in good condition. The rh did not have evidence that it had been heated. Functional testing was performed. The 4 mm x 8 cm galaxy g3 xsft coil was connected to a detachment control box (dcb) with the returned enpower cable. The green system ready light did not illuminate. A review of manufacturing documentation associated with this lot (l13188) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported in the complaint that the 4 mm x 8 cm galaxy g3 xsft when connected to the enpower control cable, the green system ready light did not illuminate, and the coil did not detach was confirmed through the functional testing performed on the returned device. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter information such as the name, phone and email address are not available. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l13188) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure with the internal carotid-posterior communicating artery (icpc) aneurysm as the target lesion, a pre-deployment electrical check was performed and the green system ready light was observed to be illuminated, then the physician inserted the 4 mm x 8 cm galaxy g3 xsft (glx120408 / l13188) into the target lesion and attempted to connect the cable and the coil, however, the system ready light did not illuminate and the coil could not be detached. The coil and the enpower control cable were replaced. There was no report of any patient injury or complication. It was reported that the products are available to be returned for evaluation. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. Per product analysis lab¿s review of the photographs, we can assume that cable complaint was responsible for the failure; however, this cannot be conclusively confirmed until the devices are returned and have undergone evaluation and analyses.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/4/2019. [Additional information]: the healthcare professional reported that during the coil embolization procedure with the internal carotid-posterior communicating artery (icpc) aneurysm as the target lesion, a pre-deployment electrical check was performed and the green system ready light was observed to be illuminated, then then the physician inserted the 4 mm x 8 cm galaxy g3 xsft (glx120408 / l13188) into the target lesion and attempted to connect the cable and the coil, however, the system ready light did not illuminate and the coil could not be detached. The coil was successfully removed from the patient. It was reported that all the connections appeared to fit properly without any force applied. The coil and the enpower control cable were replaced; the procedure was successfully completed. There was no report of any patient injury or complication; no procedural delay occurred as a result of the reported event. The product has been returned and is pending evaluation. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.